Event description:
A medtronic representative reported a site's navigation system monitor with intermittent black status. No further details were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
On 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2016. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2016. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 07/21/2015 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. Monitor intermittently glitches to black screen, replaced monitor and did not see issue occurs with new monitor. Issue resolved. On 08/04/2015 return requested. Replacement 19 inch monitor shipped to site. Medtronic investigation of returned suspect monitor finds that when the monitor was connected to a test system for a 5 day burn-in test, no black screens were observed during testing. The image is normal. No fault found. Reported issue could not be replicated.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿